Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user in the first week of ilet pump use experienced persistent elevated blood glucose around 190 mg/dl without food intake, expressed concern about continued hyperglycemia, and received troubleshooting and education to proceed with breakfast announcement so the pump could correct. Symptoms included hyperglycemia. Outcomes included no hospitalization and no alarms. Investigation included customer service troubleshooting and education with planned follow-up. Investigation of this case revealed no device malfunction reported and no component-specific issues identified, with the event attributed to early therapy adaptation and user guidance provided. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.